Manufacturer narrative:
This supplement report is being submitted to provide correction and the results of the legal manufacturer¿s final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Since the device is more than 14 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump had a leak under the pump head lid. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flushing pump had a leak under the pump head lid. There were no reports of patient harm.